Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/16/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on the jaw was observed to be peeled away, exposing the metal jaw from the middle of the jaw to the tip of the metal jaw. No other visual defects were observed. An investigation was conducted on 1/18/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled off from the middle of cold jaw to the tip, exposing the metal part of the jaw. The detached silicone insulation was not returned for evaluation. There were no other visual defects observed. Based on the photographic evaluation as well as the condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000345542 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation was broken which caused burn on the vein. No silicone inside the patient, managed to retrieve the silicone seal which was broken. They were able to harvest enough vein for the case. No new device used. No procedural delay. No patient harm reported due to defective device.